Event description:
This rv lead was implanted on (B)(6) 2013 and remains implanted as of this time. A call placed on (B)(6) 2017 stating that this lead has high outputs of 5.5 @1 pacing 94 %. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).